Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 76 yo female, underwent a revision surgery on the right side due to poly issues with flaking and delamination. Fragments of polyethylene were present in the knee joint which the surgeon removed during the procedure. The insert and patella were exchanged. The patient was last known to be in stable condition following the event. The device is available for return.

Manufacturer narrative:
H6: the revision reported was likely the result of prosthesis wear over time secondary to contributions from instability and/or implant alignment that led to wear of the patellar component and tibial insert. The appearance of the tibial insert in the provided image suggests that deformation of the anterior post likely preceded and possibly contributed to wear of the primary articular surface of the tibial insert. However, this cannot be confirmed as radiographs were not available and the device was not received for evaluation.

Event description:
Device is not available for return as it was disposed of by the hospital.